Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal part of the subject device was detached. The cutting knife was deformed. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, it was known that the distal part might detach since electric discharge occurred and temperature of the distal part of the subject device increased while the high frequency output was activated, which caused decrease of adhesion force for the distal part. In this case, the load was applied to the distal tip and it might fall off since the user cleaned the damaged the distal tip. The instruction manual of the device has already warned as follows; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During a stomach endoscopic submucosal dissection, the subject device was used. In the procedure, the device was cleaned outside the patient's body. The user found that the distal part of the subject device was broken off after cleaning. The fragment could not be found in the patient's stomach. There was no patient injury reported. No further information was provided.